Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to the stress of repeated use, external factors, or handling of the device, the image sensor unit has been damaged, such as a disconnection, or a part mounted on the electrical circuit board, such as chips and integrated circuit capacitors, has broken down. The event can be detected/prevented by following the instructions for use which state: 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Due to damage on the charged coupled device unit, the image was not displayed. Additional findings include that the adhesive on the bending section cover had a chip; due to a dent in the bending tube, the bending angle in the up direction exceeded the standard value. Due to damage to the lock engagement lever, the bending section could not be fixed firmly. Due to damage to the control section, the angulation lever was not moving smoothly. Due to a dent in the bending tube, the bending angle in the up direction exceeded the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image issue. The issue was found during preparation for use. The therapeutic procedure was completed using a similar device. There were no reports of patient harm.